Event description:
Covidien received information stating that an 840 ventilator stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended having a covidien customer service engineer (cse) to perform the repair. At this time the service history record shows no call from customer to covidien dispatch to provide on-site service. Multiple attempts were made to retrieve further information but no customer response has been received. If new information becomes available, a follow-up medwatch will be submitted.